Event description:
A customer reported that the laser rfid (radio frequency identification) probe was not recognized during a photocoagulation procedure. It was also reported that the tabletop illuminator was "poor". A standalone laser was utilized to complete the case with the same laser probe. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).